Manufacturer narrative:
H11: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Pressure and clear passage under water testing, and priming were performed on the sample; the device was found to be within the product specifications. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
D4: the suspected lot# could be one of these four lot# - r23h26031, r23i21048, r24a25109 and r23i22055. E1: initial reporter phone no. - (B)(6). G1: device manufacturer address 1: 600 mts. Oeste de entrada, principal ave. Las americas, parque industrial. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was no fluid flow through a clearlink system; non-dehp continu-flo solution set. A secondary line had been set up and connected to the primary set and the medication would not run through. When the secondary set was connected to another primary set, the medication ran as intended. There was no report of patient injury or medical intervention associated with this event. No additional information is available.